Event description:
The lay user/patient contacted lifescan alleging the meter¿s back button is missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during an unknown procedure, the device did not have a clip in the jaws right out of the packaging and the jaws cut the vessel. It is unknown how the cut vessel was repaired. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have button/switch damaged. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.